Manufacturer narrative:
Per tandem¿s t:slimcartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 188 mg/dl and was currently 122 mg/dl. The customer changed out the infusion set tubing and site. Another occlusion alarm occurred. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. A 3 inch air gap was observed in the infusion set tubing and the customer primed it out. Reportedly, cold insulin was used to fill the cartridge.